Event description:
It was reported that there was a crack in the preloaded intraocular lens (iol) optic after implantation. The incision was enlarged during the iol removal and the procedure was completed successfully with a replacement device. The removed lens is not available for return. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that there are no issues with the patient outcome. There was no resistance when the plunger was pushed forward. Balanced salt solution (bss) was used for setting. The patient's eye affected is the right eye. The device was set up by the physician and the bss used is from a different manufacturer. A sufficient amount was used at room temperature and it was placed from the cartridge canopy. The bss was placed on the device while holding it in the hand, with sufficient viscoelastic agent. The plunger was pushed rapidly and steadily, without stopping or returning back. The plunger was not left locked afterward, and the lens was released within 10 minutes. The plunger was rotated nearly a full turn to advance the lens, and the discharge occurred within 1 minute of reaching the tip of the cartridge. No further information was provided.

Manufacturer narrative:
Unknown, as information was requested but not provided. . Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h6 - health effect - clinical code 4581: no code available (incision enlarged) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.